Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seal intact. There was evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. The investigation was unable to determine the error. Running three accuracy tests the pump was found to be working as programmed and intended within the manufacturing specifications. No fault was found with the device. No repair was needed. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).